Event description:
It was reported the patient experienced dyskinesia. The patient was at home and turned off the stimulator as instructed by the hcp. The patient took some medication and did not feel right afterward. It was also reported the patient had a bad fall two to three weeks prior to the event and was checked at the hospital. No changes were determined at that time.